Manufacturer narrative:
Device passed rewind, self test, active current measurement, and sleep current measurement however device failed prime or seating due to failed force sensor and corroded motor home switch. Unable to perform displacement test, basic occlusion test, force sensor test and occlusion test or verify e/a alarm unspecified due to prime or seating anomaly. No battery or power anomalies noted during testing or in power graph.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received error during rewind. The insulin pump kept alarmed battery error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.